Event description:
Plasmablade came unplugged from pulsar generator during a surgical procedure and when the device was plugged back into the generator the generator displayed an error code that the device had reached the end of its lifecycle, but the device was not 24 hrs old.

Manufacturer narrative:
Device expected to be returned to the MFR but not received as of yet for eval. Pending return device will be evaluated.